Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture was used on skin tissue and was not tied. The suture was initially placed interrupted. The breakage occurred during the fourth tissue pass. The approximate location of suture breakage was above six inches in relation to the needle. The suture did not break in two pieces, the suture detached from needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was there any adverse consequence associated with the patient? No - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Had to open a new suture to continue closing the skin. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break (y/n)? Did the suture detach from the needle at the swage? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/5/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 1. Yes the suture did break 2. No it did not detach from the swage trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.